Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The customer had restarted the unit and issue did not recur. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There was no patient involvement.